Manufacturer narrative:
On april 06, 2023, mentor received additional information regarding the date of event. The date of event was reported to be october 24, 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6)). It was reported that a hispanic female patient underwent a primary breast augmentation with a 225cc mentor memorygel breast implant and experienced capsular contracture (baker grade 2) on the left side, which required capsulotomy and inframammary fold recreation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A date of onset of (B)(6) 2017 was reported that is prior to the device date of manufacturing. As this is not possible, date of event has intentionally been left blank. If new information becomes available, mentor will submit a supplemental report.

Manufacturer narrative:
On june 06, 2023, mentor received additional information regarding the event. It was reported that the patient did not have surgical intervention post-operatively. Section h6-health effect - impact code has been updated to reflect this additional information. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).